Event description:
It was reported by the independent repair center that the unit has low o2 and the unit won't stay on; the key malfunction is that the power cord was non-functional. No patient injury reported, no additional information provided.